Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have damage to the conductor wire¿s insulation near the distal idler pulley due to a component failure. The instrument was found to have subsequent thermal damage on the distal idler pulley, monopolar yaw pulley, and proximal clevis. After cutting off the distal clevis ear, the instrument was also found to have thermal damage on the conductor wire cap. The instrument passed the electrical continuity and energy delivery tests. The conductor wire at the weld location was intact and did not have signs of thermal damage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (470183-14/n10200420 0017) was performed. The instrument was confirmed to have been used on (B)(6) 2020 on system (B)(4). The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 6th use. Per this review of the logs, the instrument was used in a subsequent procedure one day after the alleged event reported on this record. The instrument has 3 lives remaining. Review of the provided video is consistent with the reported complaint of "electric hook leakage". The video shows the permanent cautery instrument being energized, and an arc occurred. The customer was also using a fenestrated bipolar forceps at the time with the permanent cautery hook. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument was found to have conductor wire insulation damage and subsequent thermal damage with no indication or claim of user mishandling or misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. An instrument with conductor wire insulation damage could lead to inadvertent transmission of electrical current to tissue other than intended via the exposed conductor wire. Although there was no report of patient injury, if the failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer alleged "electric hook leakage" with the permanent cautery hook (pch) instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. The customer is unable to release patient demographic information for this event. On (B)(6)2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the instrument was inspected prior to use. The customer confirmed the instrument was used 5 times before the reported event. The surgeon was performing a total hysterectomy procedure and was activating monopolar coag energy when the event occurred. The customer stated a bipolar cautery cord was connected to the pch instrument. The customer was using a medtronic generator with settings cut: 37 and coag: 37. The surgeon was also using the fenestrated bipolar forceps when the event occurred. The instrument tips did not collide with any other instrument or tool. The instrument tip was in contact with tissue when the event occurred. The instrument was not removed prior to the event. The customer alleged the instrument quality caused the event. No information was provided pertaining to the patient's history, pre-existing medical conditions, or tests/laboratory data specific to the incident.